Event description:
Leica microsystems (B)(6) ag received a complaint from USA stating that a m530 ohx had a loss of function during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. The returned power supply was examined. It was connected to a test device and turned on. All leds on the 5 decks illuminated. The voltage of all five decks was measured and confirmed to be within specifications. No problems with the power supply were found. The investigation by the local fse pointed to environmental conditions, as the system appeared to shut down simultaneously with the room's air conditioning being switched off. The power supply may have failed under unfavorable environmental conditions and recovered after the air conditioning was switched on. Prolonged operation in poorly ventilated rooms could have led to overheating of the power supply and thus to the reported shutdown. The outgoing inspection report was reviewed. It confirmed the power supply was working correctly, had been tested, and met specifications. All test parameters, such as input current testing, leakage current testing, light intensity measurements, and electrical safety testing, met specifications. A review of the manufacturing and service records revealed no evidence of problems that could be associated with the reported incident. A review of the complaint statistics did not show any similar or identical case. The reported malfunction is considered an isolated event and does not indicate a design or manufacturing issue. The power supply has been replaced. Correction to section h4. The manufacturing date of the device was august 16, 2024.